Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Due to continued urinary incontinence, pelvic pain and dyspareunia the patient underwent sling revision. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient went for a follow up appointment on (B)(6) 2011, post implantation. The patient continued to experience stress urinary incontinence, painful urination, nocturia > 2x, vaginal itching and pain during sex. (B)(4).